Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, 8mm-6mm amplatzer duct occluder was chosen for implant utilizing a 6f delivery sheath to treat patent ductus arteriosus. Once the device was positioned into the aortic lumen, deployment was attempted but the left disc opened abnormally into a cobra shape. There was no interaction with cardiac structures during deployment. There was no kink or angulation of the delivery system. The device was removed from the patient, and a replacement 10mm-8mm amplatzer duct occluder ((B)(6)) was used to complete the procedure successfully. There was no adverse patient effects or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of left disc deployed in cobra shape was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. However, one image from field appeared to show a disc of duct occluder slightly curved outwards. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.